Manufacturer narrative:
A3b): patient gender unk. A4): patient weight unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device serial number unk. H6): the device was discarded, thus no investigation could be completed, and the cause of the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead and right atrial (ra) lead due to infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath on the rv lead, advancement was made midway to the lead proximal coil. At that time, the glidelight was pushed forward with significant force, and the outer jacket separated at the bifurcate handle, exposing fibers. The physician felt slight pain to his palm from the laser energy emitted from the separated area, but there was no injury detected, nor first aid administered. Use of the glidelight was discontinued, and a new 14f glidelight was used to successfully remove both the rv and ra leads. The procedure was completed with no reported patient harm. This event is being reported for unintended radiation exposure; potential for harm.